Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge bins failed to lock and unlock. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge bins failed to lock and unlock. A field service engineer called the customer and was informed that the issue was not recurring and that a hard restart of the refrigerator had not been attempted. The engineer guided the customer through the procedure to correctly hard restart both the refrigerator and medstation. The customer successfully recovered all failed bins, resolving the issue. The system functioned as intended after the customer resolved the issue